Event description:
Nurses are reporting delays in chemo infusions, where they are set up as secondary infusions and at the end of the infusion, there is still volume remaining in the secondary chemo container. Customer gave an example of a 5fu infusion of 1009ml to be given over 23 hours and at the end of the time period, 200mls was still remaining. The secondary bags can be up to 1000mls in volume. The chemo bags are manually filled and they do not account for overfill. They implemented the alaris system in (B)(6) 2011 and previously used an ivac pump. They are using a b braun secondary set, model v1921. No product has been saved. No patient harm was reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for evaluation.